Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous left anterior descending artery. A 2.75 x 28mm synergy ii drug-eluting stent (des) was advanced for treatment. However, the stent broke due to tortuous anatomy while trying to cover the lesion. The device was removed and completed the procedure with another 2.75x32mm synergy des to cover the lesion. There were no patient complications reported.